Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis procedure and it got cancelled. A philips field service engineer (fse) inspected the system onsite and swapped the signal cables between live monitor and reference monitor, the live monitor still failed to work, and it was defective. The engineer replaced the monitor and returned the device to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the live monitor had no display and the monitor power supply light is normal. The device was in clinical use. No patient harm reported. The philips service engineer changed the signal cable to live monitor with the cable to reference monitor, then the live monitor returned to normal. The live monitor was replaced and the device returned to full functionally. Philips has started an investigation of the complaint.